Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the device it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft and handle. An insulation integrity test was performed and the device failed. The probable root causes could be wear and tear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.